Event description:
The customer reported a pod occlusion alarm when attempting to deliver a bolus in conjunction with high bg's (over 250mg/dl). A kink was noted in the cannula, but no blood was observed. The pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. An occlusion alarm was reported, which is an indication that the flow of insulin may have been restricted/prevented by the kink and resulted in back pressure. The initiation of an occlusion alarm is an indication that the pod had functioned as intended, alerting the user of a fault condition. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.